Manufacturer narrative:
Image analysis: two still images were provided for review. The first image shows a number of guide catheters in what appears to be a procedure setting. One of the guide catheters appears to be a medtronic device. The device has flattening evident to the shaft. Another image shows a launcher guide catheter pouch with a kinked guide catheter visible in the background. Lot number shown in the image matches lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stent implantation procedure involving one 6f launcher guide catheter, the guide catheter was found to be severely twisted, and the non-medtronic guidewire could not pass through. A radial approach was used. The lesion being treated was the anterior descending branch, which was slightly calcified, generally tortuous and had 80% stenosis. The device was not inspected after removal from the hoop. Excessive force was not used during insertion of the device. The device was not excessively torqued. Resistance was not noted during removal of the device. The guidewire was examined and flushed before use. The guidewire had been used successfully with other devices, and the same guidewire used with the replacement device. The guide catheter was promptly replaced, and the operation went smoothly. The lesion was successfully implanted with a stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Correction: section d device details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.